Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the loading unit was pre-fired with the interlock engaged. The jaws were closed. The jaws were manually opened. Functionally the loading unit was loaded into a post market vigilance instrument, the interlock was over ridden, and the loading unit was applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Staple pre-fire and/or inability to open the jaws after clamping may occur under the following conditions. 1. The shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. 2. The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. 3. The shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the single use loading unit(sulu) engages in the instrument to facilitate clamping and unclamping. Section #2 in the instructions for use, which accompanies each product shipment, cautions the user caution: do not attempt to remove the shipping wedge until the sulu is loaded into the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic subtotal gastrectomy, at the closing of anastomosis site (jejunojejunostomy) through intracorporeal anastomosis, the device did not fire. The surgeon pressed the green safety button and did the same to blue button to fire staples however the device got stuck as soon as they pushed those buttons. Then they pushed the silver button to retract it. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.